Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple cartridge alarm 19 with a cartridge during the load process. Customer's blood glucose (bg) level was not impacted, the customer stated bg levels were "fine". Reportedly the customer was able to load a cartridge successfully.